Manufacturer narrative:
Service was dispatched and identified and replaced a damaged stepper motor driver pcb (printed circuit board). The available evidence suggests the pcb was damaged by an electrical fault caused by the customer (a short circuit). The fault caused components on the pcb to burn and produce the smell reported by the customer. Returned parts evaluation by complaint handling unit investigator confirmed the components were burned (charred). (B)(4).

Event description:
During guided troubleshooting on the customer's access 2 immunoassay system (serial number (B)(4)) the customer reported a burning smell coming from the analyzer. There was no report visible smoke or flame and the customer stated that no persons were injured. A beckman coulter field service engineer was dispatched to evaluate the analyzer.